Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was dropped several times by a patient allegedly acting violently. It was noted that the "output might have stopped" however it was believed by the facility that the lead was pulled off due to the patient's own actions. An inspection of the epg is being requested because of it having been dropped. No patient complications have been reported as a result of this event.